Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one week after initial implant, diaphragmatic stimulation from the left ventricular lead was noted. The lead was reprogrammed and remains in use. The patient is a participant in the adapt response study. No further patient complications have been reported as a result of this event.